Event description:
Customer reported calibration error alerts and instances where the sensor gave inaccurate readings. In one instance, the sensor reading was 227 mg/dl while the blood glucose reading was 330 mg/dl. She also mentioned an instance when the sensor glucose reading was 43 mg/dl while the blood glucose reading was 223 mg/dl. Customer was advised on proper calibration protocol. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.